Event description:
Additional information was received on (B)(6) 2017 and it was reported that the pump was replaced.

Manufacturer narrative:
Analysis of the pump on 2017-mar-29 revealed high battery resistance. The previously applied results code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on february 22, 2017 from a manufacturer representative, and the device was returned to the manufacturer on february 28, 2017. The pump print-out indicated the device had been delivering 30.0 mg/ml of dilaudid at 0.181 mg/day in the minimum rate infusion mode. The pump print-out also indicated multiple ¿reset occurred ¿ low battery¿ and ¿reset occurred¿ messages had occurred on (B)(6) 2017. A ¿pump in safe state¿ and a ¿motor stall recovery occurred¿ message were noted as having occurred on (B)(6) 2017, per the pump print-out. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 30mg/ml at 5.014mg/day via an implantable pump. The indications for use were non-malignant pain, chronic low back pain, post lumbar laminectomy syndrome and radiculopathy. The patient¿s medical history included tinnitus and ¿l2 para¿ and the reason the pump was implanted. It was reported an alarm was heard and confirmed by telemetry. Low battery reset occurred, reset occurred and safe state. The patient reported seeing the error code 8474 when using the ptm. The patient also reported withdrawal symptoms, chills, shakes. Troubleshooting options were reviewed. Additional information was received and the reporter stated that the patient started alarming (B)(6) 2017. The patient had a pre-existing condition of tinnitus and thought the pump alarm had stopped. Over the weekend (B)(6) 2017, the patient symptoms were the patient¿s pain was not controlled, the patient was spasming and jerky in their body, hot and cold and couldn't lay in bed comfortable. Per this reporter the 8474 error code occurred sometime over the weekend. They were texting the surgeon over the weekend and was told that they would need to wait until monday to inquire with the manufacturer what the code was that they experienced. The patient does have oral breakthrough pain meds and the patient ran out of meds long before the weekend was over and are coasting. The reporter also stated that (B)(6) 2017 the patient was just in there and there was an issue with the pump battery that it was going low prematurely and were looking at replacement of the pump in (B)(6) 2017. The patient¿s next refill wasn¿t until (B)(6) 2017. The patient planned to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.